Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 125 units and remained static. Reportedly, the cartridge was filled with 200 units of insulin. Although requested, the customer declined to load a new cartridge and continued to use the existing cartridge for insulin delivery. The customers¿ blood glucose level was 238 mg/dl.